Event description:
A purchasing assistant reported an intraocular (iol) lens implant was exchanged due to an unexpected postoperative outcome. The purchasing assistant reported the pt had hyperopic outcome. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).